Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6007378 have already been previously tested in the pr (B)(4) on 03/mar/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report 2106565. Device history record (DHR) review: the lot 6007378 was manufactured according to the work instruction (wi) version 114 manufactured in the line 10, on 25/may/2024, with a total of (B)(4) units. Trending: a query was run in database on 26/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6007378 and no other complaint has been registered in database for the same lot 6007378 and malfunction code. Conclusion summary of the related event: harm no reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.